Event description:
It was reported that a spectrum pump's "ok button was not working properly" causing the display to scroll down. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, "ok button not working properly",which was observed during eval. Eval experienced keypad output anomalies. Eval found the ok key acting as the 3rd blue soft key caused by a failed keypad. The front case (including the keypad) was replaced. Baxter has initiated a CAPA to further investigate the issue.